Event description:
Device was part of a setup used for providing hyperalimentation and IV lipids for this patient through a central line. Nurse noted hyperal solution leaking from several posiflow devices. The patient had a reduced glucose level which was apparently corrected by eliminating the leaking valve. These problems were noted with several other patients and several other posiflow devices over the course of a week or two as well as problems with some of the posiflow valves occluding unexpectedly. The clinical nurse specialist discussed these problems with bd's product manager for this device and the nursery elected to switch from the posiflow valve to a newly available closed luer access device (q-syte) which has a much simpler mechanism of action. Additional follow-up reveals: the manufacturer has indicated that there have been other problems related to the posiflow device at other facilities, and they had reengineered some aspects of the device last october. We believe our nursery tried lots that were made before and after this reengineering, and had problems with some of each. The manufacturer's message was that the posiflow is fairly complicated because it has moving parts while the q-syte does not and is therefore less likely to fail. Each has a surface that can be disinfected to reduce the incidence of line infections. User error seems unlikely. We use a lot of posiflow devices in our nursery, many of our nurses have 25 + years experience, and it was a problem that was experienced by more than 2 nurses. Most of the time, the problems were apparently dismissed as minor nuisances. The nurses would find a line that was occluded (that was corrected when they changed the posiflow valve) or they noticed a valve that was leaking and replaced it without reporting the problem until they discovered some of their coworkers were having the same or similiar problems.